Event description:
Boston scientific received information that the right ventricular (rv) lead displayed loss of capture (loc) and pacing impedance measurements greater than 2,500 ohms. The patient implanted with this device system was reportedly not pacemaker dependent and no adverse patient effects were reported as a result of this clinical observation. The device was reprogrammed to aai and the patient entered into atrial fibrillation (af). An atrioventricular (av) node ablation procedure was to occur. No further information was available.

Event description:
Additional information was received that a revision procedure was performed. The rv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.